Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how was the device opened and removed from the tissue? Device was not placed on tissue. After the device was removed was there any tissue damage? Not attached to tissue. If yes: how was the tissue repaired? N/a. What color cartridge was being used? Unknown.

Event description:
It was reported that during a laparoscopic anterior resection procedure, it was the second reload, surgeon loaded it, closed it, put it down the trocar and the grey button would not be pushed down to reopen. Surgeon removed and replaced with a new same like product and continued with no issues. Twenty minute delay. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch # l55g9p. The ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note that when using a trocar, the instrument jaws must be visible past the trocar sleeve before opening the jaws. In order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.